Event description:
It was reported that, in 2005, sometime ¿(B)(4)¿, the patient was brought to the hospital for a catheter revision, but the doctor reportedly thought that the patient was there for a brain surgery that had already been done. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).